Event description:
It was reported by the patient that the cannula was initially inserted into the patient¿s skin; however, after removing the pod, it was no longer visible. The patient also reported that the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn, and the patient¿s blood glucose levels were reported to be between 121 and 180 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.s916usqs6dyg5 hardware: sm-s916u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.